Event description:
Reportedly, this was the second stent put in this patient see MDR #6000002-2006-00199. This stent placed with 5 mm overlapp into original stent. Whem removing the delivery system, catheter tip got caught on the stent strut. Additionally, subsequent attempts to open the area with the residual stenosis with a competitive stent provided no improvement of lumenal diameter. This time cine showed distal osterior tibial run off was gone half way down as was the anterior due to emboli or clot. Proximal to the first stent place was still dissected patient put on renovase and scheduled for bypass surgery, which is not being attributed to stent or delivery system interaction per surgeon. The distal embolization occuled the distal vessels and this lead to bypass. Note: stent being used off label as it is approved for use in the biliary tree.